Event description:
It was reported that this right atrial (ra) lead exhibited a spike in pacing lead impedance (pli) values greater than 3000 ohms up from the 500 ohms range. This triggered a lead safety switch (lss) and a change to unipolar configuration. When in bipolar there was noise on the ra lead channel and pli values of greater than 2000 ohms. The device was programmed to unipolar, and all lead measurements were within normal limits. No adverse effects to the patient. Currently, this lead remains in service.